Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic irrigation and aspiration tip connection failure occurred during test. The cataract surgery was performed and completed after replacing the product with another one.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event connection failure occurred is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further report will be submitted under this mfg 2523835-2024-00404. The manufacturer internal reference number is: (B)(4).